Event description:
Consumer's daughter called stating that when her father is driving his l-4r scooter on high speed, it will allegedly adjust itself to a slower speed after driving for a little way. No injury.